Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced loss of atrioventricular synchrony. The right atrial (ra) epicardial lead exhibited a fracture. The lead was initially reprogrammed and explanted partially as the distal portion of the lead had fractured from the proximal part of the lead. The lead was replaced. No further patient complications have been reported as a result of this event.